Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a nonfunctioning implant as a result of a fluid loss from a break/failure/detached at the tubing that connects the reservoir and cylinder. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient fully recovered following the procedure.